Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the continuous glucose monitor (cgm) was displaying a sensor error. The patient was waiting for the readings to come back and was not checking her blood glucose (bg). She became hypoglycemic and lost consciousness. She does not know how long after the sensor error she became unconscious. Her husband called paramedics who provided unknown assistance; the patient was unable to state what the paramedics gave her. They wanted to take her to the hospital, but she refused as she had an appointment with her doctor later in the afternoon. At the time of the report she was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.